Manufacturer narrative:
(B)(4). Should any additional information received by the company representative, it will be included in a supplemental medwatch report. (B)(4). The company representative in (B)(6) determined the most likely cause of the reported event was the front panel component. The company representative in (B)(6) was shipped a replacement front panel to repair the suspect device and return it to service. To date, the alleged faulty component has not been received by the carefusion failure analysis lab.

Event description:
The company representative from (B)(6) reported while using the vela ventilator; the touch screen is not working. A small liquid spot was observed on the lower right side of the screen. There is no patient involvement associated with the event.